Event description:
It was initially reported by the hospital, that a patient's generator and lead were explanted due to wound seroma and not re-implanted. Information received from the surgeon revealed the reason for explant of the vns therapy was due to intolerable vns settings, as the patient could not tolerate even the minimum settings. Additional information from the neurologist indicated that therapy was not continued, hence no programming history was archived, however, post op notes were available. A review of the post op notes indicated the patient had the implant for three weeks and could not tolerate event the lowest settings, although it was a re-implanted generator. Upon removal of the electrodes, heavy scarring was noted surrounding the nerve and a large seroma cavity was encountered extending down to the generator. Information from the surgeon indicated the seroma was due to vns surgery and no patient manipulation or trauma was noted. The explanted products were returned to the manufacturer and underwent product analysis. Product analysis on the explanted generator revealed the device was operating properly. Electrical test results showed that the pulse generator was operating within specification. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.